Event description:
The customer reported that they were unable to deliver pacing to a bradycardiac patient. There was no negative impact to the patient.

Manufacturer narrative:
This customer reported that they were unable to deliver pacing to a bradycardic patient. There was no negative impact to the patient. The device was evaluated by philips and an intermittent connection between the therapy cable and therapy port was identified. Replacement of the therapy cable and port resolved the issue. We are unable to determine which part failed as more than one part was replaced.